Event description:
It was reported that when patient presented to the clinic for a follow up visit, inadequate capture issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Post lead explant procedure it was noted that the sealing ring from the rv lead was stuck on the device port. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.